Event description:
Explanting physician reported an intra capsular rupture of the left device. The rupture was a fortuitous discovery via ultrasound and MRI. The device has been removed. This record relates to the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified underweight device, a broken shell, and red particles on the shell and in the gel. A visual and microscopic analysis was performed which identified a sharp break on the posterior side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side assessed as an unidentified tear opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intra capsular rupture of the left device.

Event description:
Explanting physician reported an intra capsular rupture of the left device. The rupture was a fortuitous discovery via ultrasound and MRI. The device has been removed. This record relates to the left side.